Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side deflation. Device remains implanted.

Event description:
Device was explanted.

Event description:
Healthcare provider reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on posterior leak test and microscopic analysis was performed which identified: opening crease sharp on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.